Event description:
New information received noted that programming changes were made and patient will continue to be monitored.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow up. The right ventricular lead exhibited high impedance and the capture threshold could not be measured. Fluoroscopy revealed the lead was fractured. The lead was tested in unipolar configuration and all electrical measurements were within normal range. The patient would continue to be monitored.